Event description:
I.m. Nail broke at 14 months post surgery. A second surgery was required to replace the broken nail. Cause appears to be long term non-union of the fracture.

Manufacturer narrative:
Model# inv-091-imp-097-110360 or inv-106-imp-097-110360. Lot# inv-091-imp-097-110360 or inv-106-imp-097-110360. Device manufacture date: 02/2003 or 9/2003.